Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the bracket that holds the siderail was bent. The technician used a siderail latch kit to repair the bed.